Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, when the surgeon fired the third staple reload into the stomach, the staples and buttress material did not form correctly and there was a load cracking noise and they used a new handle for the subsequent firings. The buttress was pulled along with the staples to the distal end of the reload.. This caused the staple line in the distal part to be incomplete they removed the staples and buttress material and used another reload to resolve this issue. The staple formation still did not looked well formed and they performed a leak test. There was no leak present, but they still over sewed a portion of the stomach where it looked like the staples may not have formed correctly. The surgical time was extended more than 30 minutes. There was no patient injury.